Event description:
It was reported, approximately six years four months post implant procedure, short cycle lengths were registered, and the short interval (sensing integrity) counter registered a value of 366 counts. Consequently, a revision procedure was scheduled. During this procedure, a knot in the lead within the pocket and lead integrity alert were observed. The lead was extracted and replaced without further incident. Patient's outcome post follow-up procedure indicated satisfactory condition. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Corrected initial reporter title. Corrected patient ID. Correction: original event description stated that the sensing integrity counter was reported as having a value of 366. Review of original documentation indicates that this should have been stated as 336. Evaluation summary: (B)(4): the full lead was returned to the manufacturer in segments. Analysis indicates outer insulation breached depression, the defibrillation conductor was distorted and the outer insulation is breached cut, with blood noted on several conductors and the helix.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available.